Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately one month after the implant of this transcatheter bioprosthetic valve, echocardiogram indicated mild paravalvular regurgitation. Ten months after implant, the paravalvular regurgitation increased to moderate. No treatment was prescribed. No adverse patient effects were reported. Additional information reported that the pvl was previously measured at trace, but the four year echocardiogram showed the pvl as increasing back to mild. No treatment was reported. No adverse patient effects were reported. Additional information reported that the paravalvular leak (pvl) was measured at mild to moderate approximately six years and five months following the implant of the valve.